Manufacturer narrative:
The unit was returned for evaluation. It is confirmed that the securing screws from the front cover are not in place. Device was quality inspected during manufacturing as per manufacturing traveller. Customer received unit on the 19th february 2019 as per superior proof of delivery. Per the complaint received from the customer, the event took place on the (B)(6) 2019 which is over one month after receiving device. Caire's warranty statement details that devices should be inspected, and any defects or damage reported to caire within 10 days of receiving product. Caire received no complaints from this customer related to this device prior to alleged incident.

Manufacturer narrative:
The unit has been returned for evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
A technician was moving a visionaire from his vehicle to the agency (in (B)(6)), he was injured because the top case of the visionaire came off and he tried to catch hold of the medical device with his left hand. As a result his left hand was injured. During investigation it appears that the screws which hold the top case to the body were missing and the technician certified that he didn't find them next to the incident place.